Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17499). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient received a vibratory notification due to device at eri. Previous remote transmission showed device longevity estimated over 5 years to eri. No patient symptoms were reported. The device was explanted and replaced.